Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint:(B)(6). Inner foil was welded w/outer foil.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 32 closed and 6 open pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 6 open samples, only the second pack is opened. All open samples received does not have the first pack sealed to second pack, it could be due to the transportation of the samples. Opening the closed samples received 6 of them have the first pack sealed to the second pack in the area of the 4th welding. The defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, the conclusion is that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, there is currently an CAPA initiated.